Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump squirted insulin during prime. Customer's blood glucose value was unknown. Customer stated that insulin pump depleted insulin out of entire reservoir. The device will be returned for analysis.

Manufacturer narrative:
Device was unable to prime during the prime/a33 test and alarmed motor error during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the occlusion test, excessive no delivery test and the delivery accuracy test due to prime anomaly. Unable to complete the functional testing or verify drive/motor anomaly due to prime anomaly. All operating currents are within specification. Off no power alarm functions properly. Device passed the displacement test, rewind, self test and a21 error test. Device was able to enter a test blood glucose. The test blood glucose was recorded in the bolus history screen. No history anomaly noted. The motor was tested outside of the unit and passed. Device had minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube, cracked reservoir tube window, cracked reservoir tube lip and a stained end cap sticker. The test p-cap and reservoir does lock in place in the reservoir compartment.